Event description:
It was reported while using bd discardit¿ ii syringes medication leaked passed the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from finnish to english: medicine can leak out from next to the piston. That is, if you lift the syringe up to get the air out, the medicine will flow out next to the piston.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-feb-2023. H6: investigation summary: a device history record review was completed for provided material number 309050 and lot number 2012101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one shelf carton of samples was returned for evaluation by our quality engineer team. However, through the sample evaluation, no signs of missing plungers were observed. At this time, an exact cause for the reported incident of missing plunger component could not be determined.

Event description:
It was reported while using bd discardit¿ ii syringes medication leaked passed the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from finnish to english: medicine can leak out from next to the piston. That is, if you lift the syringe up to get the air out, the medicine will flow out next to the piston.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.